Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 158 mg/dl at the time of the incident. Customer stated that they went to take a bath and she suspended it and it said battery failed and now she can¿t the screen to turn on. Customer stated that she is not sure why the screen is blank. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the operating currents measurement, self test, unexpected restart error test and displacement test. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. No unexpected failed battery test alarm noted. Pump had cracked battery tube threads and cracked reservoir tube lip.